Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The physician contacted the MFR reporting that the pt recently began experiencing occasional yellow wrench alarms, but has not been symptomatic. The physician expressed concern of a possible short in percutaneous lead near the controller junction. A radiograph was performed, but was unable to visualize any breaks in the electrical leads. Physician asked to speak to someone regarding the possibility of repairing/replacing the percutaneous lead. It appears that further investigation into the cause of these yellow wrench alarms should take place before repairing the driveline. The MFR's clinical specialist has been contacted regarding this situation. The hosp sent in four waveforms to the MFR for analysis. The results showed three out of the four with the pump in power limit advisory. The vad coord stated that the pump had gone into power limit advisory three times that day and if it happens again they will probably switch the pt to the ip console. The pt remains on lvad support while awaiting a heart transplant.